Manufacturer narrative:
.

Event description:
It was reported that when the patient presented in-clinic, high capture thresholds, decreased sensing, and loss of capture were observed. Subsequently all measurements were normal and the lead remains implanted.